Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. The root cause of the reported issue could not be identified. Walked through turning the arctic sun device off/on and resuming therapy. If this error persists the device will need to go to biomed. Per follow up information, the device will not be sent in for a bd-approved facility for evaluation, the issue was resolved by turning the machine off and back on. Patient completed therapy on original device. No impact to the patient. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting non-recoverable error 80. Walked through turning the arctic sun device off/on and resuming therapy. If this error persists the device will need to go to biomed. Per follow up information received via mail on 04apr2025, the device will not be sent in for a bd-approved facility for evaluation, the issue was resolved by turning the machine off and back on. Patient completed therapy on original device. No impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting non-recoverable error 80. Walked through turning the arctic sun device off/on and resuming therapy. If this error persists the device will need to go to biomed.